Manufacturer narrative:
Device qc performed. Case downgraded as per cme not reportable. Case changed again to serious and reported.

Event description:
Initial info was received from the physician on 04/05/2010: a (B)(6) female consumer received poly-l-lactic acid (sculptra, lot# and exp date unk) 2 cc in 5 ml of sterile water for injection and 1 ml of lidocaine on (B)(6) 2008 in her cheeks for line enhancement. The physician reported that she experienced a nodule, lump, papule on her left cheek at the injection site on (B)(6) 2008. A biopsy was not taken. Poly-l-lactic acid was discontinued. At the time of the report the event was ongoing. Concomitant medications included atorvastatin (lipitor), levothyroxine (synthroid), valsartan (diovan), acetylsalicylic acid (aspirin), omeprazole (prilosec). Laboratory tests were done for the event however, was not provided. No further relevant information reported. (B)(4).